Event description:
During a procedure to treat a lesion in the distal lad, a guide wire was advanced to the lesion, at which time the guide wire tip prolapsed. It was reported that the physician was apparently unaware of the guide wire tip prolapsing. Two stents were deployed at the lesion without any reported issue. Another company's stent was placed proximal to the first two stents and the stent delivery system (sds) was removed. When the guide wire was removed, approximately 2 mm of the distal tip broke off and it was determined to be trapped between the deployed third stent and the vessel wall. An attempt was made to snare the separated tip, but it was unsuccessful. There was no extravasation and there appeared to be no narrowing of the stent. The guide wire tip remains in the patient. No patient complications were reported and the patient will be treated medically.